Manufacturer narrative:
According to the site, patient identifier will not be provided. Ge field engineering was dispatched to the site to perform several system checks, all of which were in specification. According to the ge healthcare engineering investigation, no failure of the system occurred. An mr system used electromagnetic energy to produce clinically diagnostic images. The radio frequency (rf) field is an oscillating electromagnetic field. Pulses of rf energy are used to generate the signal, which causes tissues to absorb rf power. Under certain conditions, this may cause tissue heating. Rf heating of tissues is greatest at the periphery of the skin. The specific absorption rate (sar) is the estimated amount of heat dose received by the patient. This value is expressed as watts of power per kilogram of the patient's body weight. Sar in this case was within normal limits. Humans subjected to significant radio frequency power deposition (i.e., significant sar) will normally attempt to dissipate the additional heat load through vasodilatation of skin blood vessels permitting skin to approach core temperature. This action typically causes the skin to flush (turn red) and enables the body to dissipate heat more rapidly. This skin flushing is a normal response to significant radio frequency power deposition. Skin reddening or to a lesser degree the report of a warming sensation without reddening regardless of the method it was created (sar, contact, metal, etc) is not hazardous if it clears in a few hours. Patients who are sedated or incapacitated may make monitoring more difficult, as they may not be able to alert the operator to unusual warming sensations. Other factors which may make patient monitoring difficult may include compromising medical conditions that affect the body's ability to regulate temperature or dissipate heat, or undisclosed or undetected condition which may concentrate the rf energy, or compromise the body's thermoregulatory system. The mr safety guide, which is delivered to the customer at the time of system turnover, clearly discusses in-depth, the effects of electromagnetic fields on patients, as well as the hazards and mitigations to ensure patient safety. The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of patient warming.

Event description:
It was reported that a patient undergoing a MRI of their pelvis under general anesthesia sustained a burn to the area just below their right elbow on the outside surface. It is reported that the patient was dressed in a site provided gown, and wrapped in a blanket within the torso array coil. It is reported the site did not utilize recommended padding to isolate skin to skin contact. The patient exams was completed and upon examination of the patient, a burn with a blister 2 inches in diameter was observed.